Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The customer's blood glucose level was unknown at the time of the incident. The customer sent the product back for analysis.

Manufacturer narrative:
The insulin pump functioned properly and passed functional test including a21 error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test also, the insulin pump was able to download properly. However, multiple a47 alarms are noted in alarm history due to corrupted history file. No a17 or a21 alarms noted. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.